Event description:
Customer states that he obtained results of 529mg/dl and 184mg/dl within 5 minutes on the same device. No actions were taken based on either result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional medications: novolog.